Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead that exhibited chronic noise oversensing episodes. It was noted that the lead exhibited several high ventricular rate episodes due to noise oversensing. The lead was capped and replaced on (B)(6) 2018. The patient was stable prior, during and post procedure.